Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Implant date : not applicable as this is not an implantable device. Explant date : not applicable as this is not an implantable device. Initial reporter telephone number: (B)(6). Device evaluation: visual inspection using magnification was performed to the returned sample: the cartridge tip was observed deformed and crack. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. Cartridge tip deformed/crack was identified. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the there was a fault with platinum cartridge noticed when cartridge was in the eye. Only cartridge tip made contact with eye. The doctor confirmed that the it was the body of the cartridge that was damaged and the tip of the cartridge appeared fine. The lens was not damaged but reloaded into another cartridge and used to complete the surgery. There was no patient injury and no medical intervention was required. During the product investigation however, it was noted that the cartridge tip was damaged.